Event description:
Product deficiency issue. Pt safety concern. Tourniquet constantly slides and loosen while phlebotomy is being performed. Texture of the tourniquets are very slick. We will no longer use this tourniquet.

Event description:
Additional information received on 1/21/2025 for report mw5164232 to add additional documents.